Manufacturer narrative:
The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, capsular contracture, baker grade ii, visibility/palpability.

Event description:
Healthcare professional reported, right side device rupture. With a diffusion of silicone, capsular contracture, baker grade ii. And the breast is hard, but retains a normal appearance. Effusion/lymphorea on the right side was discovered, during surgery. The device has been explanted.